Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. Upon visual inspection, it was noted that there was unraveling was noted near the proximal end of the balloon. During functional testing, the balloon was inflated and water was noted leaking from the proximal end of the balloon. The balloon fibers where stripped and under microscopic examination a compound rupture was noted to the balloon, approximately 7.2cm from the distal tip. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using a conquest 40 balloon catheter. During the procedure, the balloon catheter was allegedly ruptured. The procedure was subsequently completed with another balloon. There was no reported patient injury.